Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v and xience nano everolimus eluting coronary stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that a (B)(6) male presented with severe aortic stenosis and required transcatheter aortic valve replacement. A balloon aortic valvuloplasty was performed with a non-abbott balloon catheter with rapid pacing at the rate of 180 bpm. During the valvuloplasty, the patient was stable and there was no evidence of coronary flow insufficiency on electrocardiographic monitoring. A non-abbott valve was then advanced and positioned across the native aortic valve, then deployed under the rapid pacing. Fluoroscopy showed a well-positioned and seated valve. Once the valve deployment system was removed, the patient began to experience significant hypotension and subsequently developed cardiac arrest. After brief manual chest compression, a cardiopulmonary bypass was immediately inserted. A severely impaired left ventricular function was noted. A subtotal occlusion from the left main (lm) to the left anterior descending (lad) artery and extremely slow flow of thrombolyis-in-myocardial-infarction (timi) grade 1 was noted. Thus, a hi-torque balance guide wire was advanced in the lad and another hi-torque balance guide wire was advanced in the left circumflex (lcx) coronary artery. The stenosis was pre-dilated with an unspecified 2.5x12 balloon catheter, followed by deployment of an unspecified 3.5x15 xience stent in the lm ostium to the proximal lad; however, an angiogram revealed a haziness (possible dissection) of the ostium of the lcx. Therefore, the lcx wire was re-crossed through the first stent strut and a 3.5x8mm xience stent was advanced and carefully positioned across the ostium. After postdilation, the final angiogram showed no residual stenosis and timi 3 antegrade flow.

Manufacturer narrative:
(B)(4). Event description continued: despite the significant adverse event, the patient tolerated the procedure well and was transferred to the intensive care unit (ICU) for close observation. The patient was unstable for a few days but recovered gradually. The patient left ICU on day 17 post-procedure, and was discharged on day 41. Reportedly, possible causes of the coronary artery occlusion during the transcatheter aortic valve replacement procedure include: short coronary ostial height, and hence obstruction of flow by the valve prosthesis even without malpositioning; blockage of coronary artery by the valve prosthesis itself due to malpositioning; displacement of a bulky and calcified native aortic leaflet over the coronary ostium; large debris from calcification of the native aortic; aortic root dissection; and aortic cusp shearing and migration into the lm. The most probable cause of occlusion in this case is due to calcium on the tip of the valve leaflet migrating to the lm ostium (plaque shift caused by valve replacement procedure). No additional information was provided. Date of event estimated as article acceptance date. Relevant lab test date estimated as article acceptance date. Date of implant estimated as article acceptance date. Date of therapy estimated as article acceptance date. Concomitant products: guide wire: hi-torque balance (x2); other: 29 mm edward sapien xt valve. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article; kazuaki okuyama, md; hasan jilaihawi, md; and raj r. Makkar, md. (Catheterization and cardiovascular interventions 82:e754-e759 (2013): leaflet length and left main coronary artery occlusion following transcatheter aortic valve replacement.